Manufacturer narrative:
This report is submitted on december 20, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an (B)(6) infection with drainage at the incision line. Subsequently, the patient was prescribed a course of oral antibiotics; however, the patient did not complete the course, resulting in recurrence of the infection. The patient was treated with an additional course of antibiotics (date not reported). Clinical management of the patient is ongoing.